Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient's ipg was protruding out from the skin. The device was removed; however, it was noted the patient was receiving effective pain relief prior to removal. Nevro attempted to obtain additional information regarding the cause of the incident but was unsuccessful.